Manufacturer narrative:
Result: fowler assembly, motion interrupt pan bolt.

Event description:
It was reported by service report that the bed has a damaged fowler and damaged motion interrupt pan. There was pt involvement; however no adverse consequences are reported.